Manufacturer narrative:
The customer's report that the IV tubing separated at the distal y-port was confirmed. The separation was observed at the engagement between the tubing to the inlet of the distal smartsite. Visual inspection confirmed that the tubing was completely separated from the distal smartsite inlet port due to insufficient solvent being applied at the engagement of the tubing. Functional testing could not be performed due to the separation at the engagement. Dimensional analysis found the tubing to be within specification. The root cause of the separation was an insufficient solvent application at the engagement of the tubing during manufacturing.

Event description:
It was reported that the IV tubing separated at the distal y-port area while giving a medication bolus through the needleless port. Heparin 50,000 units in 0.45% normal saline 500ml was infusing at the time of the event. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Information on weight, race and ethnicity, and relevant medical history are not available per customer.

Event description:
It was reported that the IV tubing separated at the distal y-port area while giving a medication bolus through the needleless port. Heparin 50,000 units in 0.45% normal saline 500ml was infusing at the time of the event. There was no patient harm.